Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's mother that the patient's blood glucose level rose to 420 mg/dl while wearing the pod between 5 and 24 hours. After realising the patient's elevated blood glucose, the pod was removed. When removed from the infusion site (arm), the pod's cannula was found clogged.

Manufacturer narrative:
The fluid path was investigated and no issues were observed that would contribute towards the reported event. The fluid flowed freely through the complete fluid path, and no obstructions were observed in the cannula assembly. The downloaded data does not show any timeouts or drive stall that would indicate an issue with the delivery of insulin. No other damages or defects were observed.